Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient presented to the hospital after experienced syncope the day prior. Upon interrogation, the pacemaker exhibited an automatic mode switch episode around the time of the syncope. No intervention was performed. No further information was available.